Event description:
Litigation papers allege the patient suffers from pain, discomfort, soreness and elevated metal ion levels. Repeated test showed that the ion levels were rising. A CT scan revealed two areas of osteolysis. During revision surgery her surgeon encountered fluid and an area of about 1 x 1 cm of osteolysis in the pubis and anterior wall which required bone grafting. Alval score was 7/10.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.